Event description:
The initial attorney report alleged a broken ring. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2004 - laparoscopic repair of incisional hernia with composix kugel mesh (1). On (B)(6) 2005 - repair of recurrent incisional hernia with composix kugel mesh (2) and partial excision of composix kugel mesh (1). Reportedly, the mesh (1) was well incorporated on the right side but had "pulled through from the left side causing a recurrence." Small bowel was noted to be adhered to the mesh and was dissected off without injury. (Note: see MDR 1213643-2006-00379 for info regarding this implant). On (B)(6) 2005 - evacuation of hematoma. The mesh was noted to be intact with no signs of dehiscence or infection. On (B)(6) 2006 - excision of both composix kugel mesh with placement of a non-bard graft. Reportedly, the mesh (2) appeared to have been "broken with some plastic from the ring exposed." Mesh adhesions to some viscera were lysed and all of the composix kugel mesh (1, 2) was excised.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an add'l implant. The medical records indicate that the pt was treated for recurrence, adhesions and hematoma, all of which are known possible adverse reactions listed in the IFU. It was also indicated that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There was no lot number included in the medical records provided; therefore a review of the mfg records could not be conducted. Additionally, no sample was returned for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.